Manufacturer narrative:
A2 - age at time of event: 46 years old at time of surgical excision. D4 - lot number: reported as 472469. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the filter arm detached and migrated. A greenfield vena cava filter was implanted on (B)(6) 1997. On (B)(6) 2020, during a lumbar spine examination for lower back pain and degenerative disc disease, it was noted that two of the legs of the ivc filter were fractured. On (B)(6) 2023, during a chest and lateral physical examination, the ivc filter was seen again with two strut fractures noted. Two shorter strut fragments are unchanged dating back to 2020. One of the main filter struts is no longer associated with the filter, which now contains 5 struts. The 6th strut fragment, measured approximately 27 mm in length, projected along the lower anterior heart shadow, likely within the anterior right ventricle. This was a new finding compared back to (B)(6) 2020. On (B)(6) 2023, a procedure was successfully performed for excision of the ivc filter tine from the right ventricle.